Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker was moved to the abdomen shortly after discovering a lymph node cancer cells in left the shoulder area. Also, the patient suspected a problem as the device was a bradycardia device however, the patient's heartbeat was at 100 beats per minute (bpm). There was no further information provided with this event. To date, the device remains in service. No adverse patient effects reported.